Manufacturer narrative:
(B)(4) is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient did not undergo withdrawal, but felt like her pain was not being treated as effectively as when the pump and catheter were originally implanted. A dye study was performed and there was poor flow when trying to aspirate the catheter. The entire catheter was replaced which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at minimum rate) and morphine (10 mg/ml at minimum rate) via an implanted pump. The indication for pump use was post spinal cord injury and non-malignant pain. On (B)(6) 2017 it was reported that it had been determined that there was no proper flow with the patient¿s current catheter, so a catheter revision was being done today. The patient did experience a little bit of withdrawal symptoms so the managing hcp programmed the patient¿s pump to minimum rate. The hcp performing the revision today would be leaving the patient¿s pump at minimum rate until the patient saw their managing hcp.